Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information via the patient's home remote monitoring system that this implantable cardioverter defibrillator (ICD) had recorded a fault code that indicated the battery voltage was too low for projected remaining capacity. The local boston scientific field representative (fr) reported that the physician intended to monitor the patient via the patient's home remote monitoring system. Boston scientific technical services (ts) discussed that the patient should be seen as soon as possible for a device change-out procedure. The fr sent in a save to disk for ts to review. The disk confirmed the low voltage fault and the need for the device to be replaced. Subsequently the device began beeping and the patient was seen again in clinic. At that time, it was decided to replace the device. The patient was seen for a change-out procedure where the device was explanted and replaced. The device has been returned for analysis. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.